Event description:
It was reported that after successful placement of the iab, blood backflowed from the hemostasis valve. After the catheter was adjusted, the leakage stopped. Pumping was initiated, but the pump experienced "gas leak" alarms. The iab was manually inflated and pumping was re-initiated. The pump alarms continued, so the iab was removed, and replaced. There were no patient complications.